Manufacturer narrative:
The t:flex pump user guide indicates that the cartridge needs to be filled with at least 145 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid minimum fill message when attempting to load a cartridge with less than 145 units of insulin. Reportedly, the customer's blood glucose level was in the mid-200's (mg/dl), and was addressed with a correction bolus. The customer successfully loaded a new cartridge.